Manufacturer narrative:
Correction: e1 (phone number) additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the interlock was overridden, the loading unit was cycled without hesitation or binding and was applied to test media. Test media was not transected cleanly. The loading unit interlock was tested and found to function properly. It was reported that during the laparoscopic radical surgery for colorectal cancer, when detaching the right hemicolon, the stapler was unable to fire. The surgeon was able to press the green button but was unable to squeeze the handle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: knife damage. Visual inspection of the cutting edge of the knife blade showed damage. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing with an obstacle incorporated in the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot # p5a1118s) 030455, 030455 endo gia uni rot 45 3.5 dlu (lot # t3a020x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic radical surgery for colorectal cancer, when detaching the right hemicolon, the stapler was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle. A new handle and reload were used to resolve the issue. There was no patient injury.